Event description:
T was reported that the user has become a non-user for a while now. Reportedly, the user has constant headaches and tinnitus on the right side that are also present when the user is not wearing the audio processor and the device is not in use. The user is still hearing normally on the contra-lateral side. The user had benefit with the device and performance was reported to be good prior to this event. The user has been re-implanted.

Manufacturer narrative:
Conclusion: according to the available information received from the field the recipient was started to experience tinnitus and headache regardless of the use of the audio processor. Based on the available information it can be assumed that the reported symptoms are attributable to undesired side effect of cochlea implantation. Device investigation did not reveal any device defect or damage, which would explain the reported symptoms. In addition, damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. This is a combined initial and final report.